Event description:
Information received indicates the brake will set at the foot end, but not at the head end of the stretcher.

Manufacturer narrative:
The technician replaced the broken head end hex rod to repair the stretcher.